Event description:
It was reported that increased impedance was observed. Via x-ray no anomalies were found. The pocket was opened and the lead impedance was in normal range via psa. The physician opted to explant the device and the pa ce/sense portion of the rv lead. The defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.